Event description:
A customer contacted beckman coulter and reported that erroneously high result for total bilirubin (tbil) was generated by the lx20 pro analyzer. The original samples and new redrawn samples were retested on different instrument. The results were in the normal reference range. Amended report was issued. The results were reported out of laboratory and the physician questioned the results. Patient treatment was not affected.

Manufacturer narrative:
Prior to this event tbil was calibrated and qc results were within range. The field service engineer (fse) inspected and replaced hardware on the instrument. A complete metabolic panel (cmp) had been run on the original tube. The cmp was repeated to confirm that no sample mix-up occurred. All other chemistry results correlated with the original run. A clear root cause has not been identified for this event.